Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 600 mg/dl due to a kinked infusion set cannula. Bg level was addressed by delivering a correction bolus. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.